Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion. G4: PMA/510(k) # field on 3500a form is k193473 & k210608; reported here as it exceeded character limit for designated field.

Event description:
It was reported that this insertable cardiac monitor (icm) provided a low battery warning prior to implant. Technical services (ts) advised the field representative to hold the device at or above room temperature for 24 hours and then test the icm battery again. The device was never attempted implant. The field representative tested the icm battery again 24 hours later and still received the low battery message. The field representative provided they would return the device for analysis. This icm was subsequently returned and analysis performed. There was no patient involvement.